Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown vanguard tibial tray: catalog#ni, lot#ni; unknown; vanguard femoral component: catalog#ni, lot#ni; unknown; vanguard articular surface: catalog#ni, lot#ni. Report source foreign: spain. Multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2022-01473. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a legal representative that a patient underwent a total knee arthroplasty. Subsequently, on an unknown time frame post-implantation, the patient underwent revision surgery due to loosening of the tibial component and disassociation of the tibial plate from the tibial stem. Attempts have been made and no further information has been made available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.